Manufacturer narrative:
The insulin pump was received stuck on a motor error alarm that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The functional testing could not be completed due to the alarms. However, the insulin pump did pass the displacement test, rewind, basic occlusion test, prime test and self test. The insulin pump passed the operating currents test and the off no power test. The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corners, cracked display window and a severely scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received motor error alarm. The customer's blood glucose was 144 mg/dl at the time of incident. Troubleshooting did not occur. The insulin pump will be returned for analysis.